Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt's "hip popped out and she had to have it cemented in on (B) (6) 2005." It was further alleged that, the pt's hip still causes a lot of pain and she is not able to walk right."